Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device. The device is not available for analysis. This report is filed april 6, 2016. The device is not available for analysis.